Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.2 was not detected on bus. A field service engineer (fse) found multiple half height enhanced drawers and cubies failing, powered down the station, reseated all row board controller board connections for the main enhanced drawers, and confirmed all tests passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device was not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.